Event description:
It was reported that during a robotic nephrectomy procedure the device would not fire at the first firing. A second device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth, damaged firing trigger teeth. Additional information was requested and the following was obtained: on what tissue type was the device used? Renal artery or vein. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? White. Was buttressing material utilized? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not fire. Was there any difficulty removing the device from the tissue? No. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.